Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine had no power to the machine during power up. During repair, the bmt found that the power supply had burnt wires inside of it. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power supply was the original fresenius part on the machine. The bmt reported that there was melting, black charring and green corrosion on the wires. There was no burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 22,258 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt is waiting for a new power supply to arrive. The power supply was reported to be available to be returned to the manufacturer for physical evaluation.